Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, in-stent restenosis, thrombosis, and myocardial infarction occurred in (B)(6) 2010, the subject was diagnosed with stable angina (ccs class: 2). Cardiac catheterization was recommended which revealed a 90% stenosed bifurcated lesion located in the left main coronary artery (lmca) extending into the left anterior descending artery (lad). The lesion was 10 mm long with a reference vessel diameter of 4.0 mm and treated with pre-dilatation and placement of 4.00 mm x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. In addition, there was 60% ostial occlusion and jailing of the ostial left circumflex/ramus intermedius. This was treated with balloon angioplasty using a 2.00 x 12 mm non-bsc balloon catheter. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, the subject presented with substernal chest pain and shortness of breath. An ECG was performed which revealed severe st depression in the anterior lateral leads. The subject was diagnosed with anterior lateral wall mi and was hospitalized the same day. Cardiac catheterization was recommended which revealed 100% ostial occlusion in the lad. This was treated with thrombectomy and atherectomy, followed by balloon angioplasty. In addition, there was 60% proximal in-stent restenosis in the lcx with thrombus was treated with thrombectomy and atherectomy, followed by balloon angioplasty. Three days later, the event was considered resolved, without residual effects, and the subject was discharged the same day on aspirin and prasugrel.

Event description:
It was further reported that eight days prior to the event, the patient's antiplatelet medications were stopped due to hematuria and were resumed on the date of the event. En route to the hospital for this event the patient also experienced a ventricular fibrillation arrest and was defibrillated successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).